Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, regarding patient's implantable neurostimulator (ins) for spinal pain. It was reported the patient thought she might need to have a new battery implanted because she had been having to recharge 2 weeks instead of every couple of months or whatever. It was noted the patient had not recently been reprogrammed or switched to a new group, and patient had no need to increase parameter. It was documented the patient had to have ins ¿jumpstart¿ about 2 years ago, and confirming incident happened with current ins. Patient stated she hadn¿t had programming changed for probably 6 months and noticed recharge interval increase a month or 2 following programming changed. Patient was redirected to follow up with healthcare provider (hcp) to assess ins and current programming. No further complication and no symptoms were reported.